Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, fluid from the blower mister was backing up into the tubing. The procedure was completed using a section of suction tubing and a frazier suction tip with just the co2 blowing with no mist. There were no patient effects. The product was discarded.